Manufacturer narrative:
Investigation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received a closed sample. Tightness test to the closed sample received has been performed and the unit is tight. Diameter results conducted on the novosyn sample received is 0.277 mm in average and it is slightly oversized according to the requirements of the european pharmacopoeia: 0.200 mm < x ave < 0.249 mm. However, as stated in the instructions for use of the product "novosyn fulfills all requirements of the european. Pharm. And united states pharm. - current edition - for sterile, synthetic, absorbable sutures (except for an occasional slight oversize in some gauges)". Compared to (B)(6) product (safil), it fulfilled the requirements of european pharmacopoeia regarding the diameter of the threads: 0.200 mm < x ave < 0.249 mm. And (B)(4) (novosyn) specifications regarding diameter are 0.245 mm < x ave < 0.285 mm. So we assume that the user may detect that the novosyn 3/0 thread is thicker than safil 3/0 thread. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the suture is thicker. The reporter indicated that when looking at the sample of c0068014, it was noticed that the suture was thicker than c1048041. This product is a successor to c1048041; however, it was felt that the thickness of the suture is different.